Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the lead could not be screwed in the implantable cardioverter defibrillator(ICD). The reported ICD was not installed and the procedure was completed with an alternative ICD on (B)(6) 2023.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. As received, the device was above elective replacement indicator (eri). Final analysis found the ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver, resulting in the reported event. The set screw anomaly was consistent with having occurred during the procedure.